Event description:
The below report was received by health authority FDA (reference number: (B)(4)) on 26-oct-2015. The most recent information was received on 04-jun-2020. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("sharp pains / chronic pelvic pain") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), vulvovaginal pain ("sharp pain in her vagina"), back pain ("her back was hurting"), dyspareunia ("could not have sex because it hurt"), ovarian cyst ("ovarian cysts nos"), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (essure removed). At the time of the report, the pelvic pain, back pain, dyspareunia, ovarian cyst, abdominal pain and pelvic discomfort had not resolved. The outcome of vulvovaginal pain was unknown. The reporter considered abdominal pain, back pain, dyspareunia, ovarian cyst, pelvic discomfort, pelvic pain and vulvovaginal pain to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jun-2020:case has become serious incident and reporter information were updated. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5056680) on 26-oct-2015. The most recent information was received on 01-jun-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains / chronic pelvic pain') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("sharp pain in her vagina"), back pain ("her back was hurting"), dyspareunia ("could not have sex because it hurt"), ovarian cyst ("ovarian cysts nos"), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, dyspareunia, ovarian cyst, abdominal pain and pelvic discomfort had not resolved and the vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, ovarian cyst, pelvic discomfort, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.